Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag results for a 51-year-old male patient who receives dialysis and reported that he has a chronic hepatitis b infection. The hbsag test result three months ago: 0.11 iu/ml, (reference range: <0.05 iu/ml), june 9 hbsag results: 0.03 iu/ml, retest after centrifugation, the results are consistent. On (B)(6), the blood was drawn again for retest. The hbsag result was 0.02 iu/ml, and the retest was 0.02 iu/ml. The other four results of hepatitis b were consistent with the historical results. The patient did not receive hepatitis b antiviral therapy, and the negative hbsag result was clinically questioned. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 30093fn01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed which adequately addresses the current issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 30093fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall sensitivity for the architect hbsag assay was estimated to be 99.52% (418/420) with a 95% confidence interval of 98.29% to 99.94%. In addition, per product labeling, if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Per product labeling, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Details around reagent and specimen handling are outlined in the product package insert, while the architect system operations manual also provides information regarding further potential causes of erratic results. In this case the patient was not tested for hbv dna so it is unclear if the patient¿s negative results could be potentially due to occult infection. Occult hepatitis b virus (hbv) infection is diagnosed when an hbv dna test is positive but hepatitis b surface antigen (hbsag) is undetectable. Occult hbv infection (obi) may represent (I) acute infection in the window period, (ii) hbv tailend of chronic hbv infection, (iii) persistence of replication at low level after recovery in the presence of anti-hbs, or (IV) occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on all reviewed data, we conclude that there is no product deficiency with the architect hbsag reagent identified in this complaint.corrected data found in section d4 lot number and d4 catalogue number